Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the supply chain received the product on (B)(6) 2018. The rn was unable to remove y-site from cap. An attempt was made to pull the product out, and it broke in the y-site. The breakage occurred while connected to the patient. The customer states this is an ongoing issue for this product. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the supply chain received the product on (B)(6) 2018. The rn was unable to remove y-site from cap. An attempt was made to pull the product out, and it broke in the y-site. The breakage occurred while connected to the patient. The customer states this is an ongoing issue for this product. There was no patient harm.

Event description:
The customer reported that the supply chain received the product on (B)(6) 2018. The rn was unable to remove the bifuse extension set from the maxzero valve. An attempt was made to pull the extension set out, and it broke "in the y-site." As a result, part of the maxzero also broke off in the male luer of the extension set.. The breakage occurred while connected to the patient. The customer states this is an ongoing issue for this product. There was no patient harm.

Manufacturer narrative:
The customer¿s report of being unable to remove y-site (likely set) from cap (likely valve) and an attempt to pull the product out causing breakage of the y-site was confirmed. Visual inspection identified separation at the engagement between the tubing and luer exit in which inspection of the separated tubing end noted the tubing end was torn off. Functional testing was not performed due to the obvious separation. The mz valve component that was stuck in the male luer could not be removed from the distal luer of the set; however the difficulty was most likely due to the dried fluid within the components. The probable cause of being unable to remove set from the valve was the dried fluid within the components causing the components to be stuck together.